Manufacturer narrative:
Additional information was requested but not provided.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed inappropriate back up vvi on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was stable.